Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode was observed. The complaint was confirmed upon evaluation of the customer provided photos, as the rubber stopper was not molded correctly, resulting in draw loss from the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use was discovered that the stopper was damaged resulting in a low draw with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: no vacuum with damaged stopper.